Event description:
A customer reported following an intraocular lens (iol) implant procedure, macular edema was noted. Medication was administered. Approximately one year later, the edema was still present. The physician reported the edema was not serious and the relationship to the lens is unknown.

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The surgeon was unwilling to provide further information. (B)(4).